Manufacturer narrative:
Although no device was returned for evaluation, the details of the malfunction will be evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
IV set leaked. Epidural with perfusor pump. Drug was ripivocaine during patient's labor.

Event description:
IV set leaked. Epidural with perfusor pump. Drug was ropivacaine during patient's labor.

Manufacturer narrative:
The reported condition cannot be confirmed as no product or evidence was provided for investigation. The lot history review (lhr) shows that the product was built in april 2018. An investigation of the lhr showed that 133 pieces were leak and occlusion tested out of 3,800 with one (1) failures and 13 pieces were pull tested with zero (0) failures. As a result of the initial leak and occlusion testing, all 3,800 pieces of this lot underwent leak and occlusion testing with forty-six (46) pieces rejected; all other pieces were acceptable and released. A two-year review of the complaint database showed no other complaints for this product code. Corrective action: there will be no corrective action taken at this time as this is the first incident for this product code. Preventive action: this issue will be tracked through the complaint tracking system in vygon's eqms system.